Manufacturer narrative:
It was found that the instrument failed system checks 4 times on (B)(6) 2011 and 3 times on (B)(6) 2011. Qc was within the established ranges prior to the event but review indicates that ranges may be set inappropriately. Event log does not show any errors during the time of the event. Service was on site on (B)(6) 2011. The field service engineer (fse) replaced aspirate and per-ipump tubing, rebuilt sample pump, and ensured proper dispensing and aspiration. The fse removed analytical module to inspect for spills and cleaned valves. The fse verified the repair per established procedure, and the results met the performance specifications. Although hardware issues were addressed, a definitive root cause for this event was not determined.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an elevated non-reproducible troponin (accutni) result, above the ami cutoff, generated by access 2 immunoassay analyzer. The result was not reported out of the laboratory. Reflex testing produced a result within risk stratification range, and subsequent testing on an alternate instrument produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.